Manufacturer narrative:
Concomitant medical products: product ID: 4474 lead, implanted: (B)(6) 2007, product ID: 4473 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was noted to have infection. Culture was taken and the device system was explanted and replaced. No further patient complications have been reported as a result of this event.